Event description:
It was reported that the patient was having coverage issues. The patient underwent a lead replacement procedure and was doing well with good coverage postoperatively. The explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred few months ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 19993278.